Event description:
It was reported, "dr. (B)(6) noticed slippage of the tissue and that our jaws did not open wide enough compared to gyrus. She had trouble reaching the cut button. She also had to use the cut function 2 or 3 times before the tissue would separate. She said that the blood loss was much more than when she uses the gyrus". Further information from the surgeon revealed that sutures had to be utilized on the larger arteries when the device seal had failed.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Conmed is attempting to retrieve additional information regarding this event. Upon completion of the quality engineering evaluation a supplemental report will be submitted. Device not available for evaluation.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.